Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
I was informed today that there is a box of 20g ivs that when flushed, the luer lock that comes attached to the IV, flies off. Staff brought this to my attention and stated that it flew right across the room today while flushing a patient's IV. Please ensure that you tighten the luer lock to both ends prior to using. There has also been a blood spill onto an employee's uniform upon this happening.no impact to patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot and material number was made available for this reported event. This type of failure has been included and adequately assessed for risk.